Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed a missing lanyard. A functional evaluation revealed the motor would not actuate. The complaint was confirmed and the root cause has been associated with a mechanical component failure. A review of manufacturing records found the device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review found related failures. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or one or more of the motor phases shorting out. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during an unspecified surgery, the "mdu powermax elite shaver" showed an error e5 on the console. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. Results of investigation have concluded that the motor would not actuate and this is a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.